Event description:
It was reported by the patient that they kind of remember hearing a click but never felt the cannula going into the skin patient confirmed it did not break the skin. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. Glucose levels and time worn were not provided. As treatment, a new pod was applied.

Manufacturer narrative:
The pod arrived undeployed, delivering 46 first prime pulses and deactivating before the start of second prime. The pod functioned as intended. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_androidomnipod software app version: 4.0.2operating system: tp1a.220624.014.g781vsqslhyi1hardware: sm-g781vcgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.